Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported signal loss while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, due to this the low glucose alarm failed to trigger and the customer "lost her memory" and indicated loss of consciousness, and was unable to treat themselves. The customer received unspecified third-party treatment for hypoglycemia by a non-healthcare provider. No additional information was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported signal loss while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, due to this the low glucose alarm failed to trigger and the customer "lost her memory" and indicated loss of consciousness, and was unable to treat themselves. The customer received unspecified third-party treatment for hypoglycemia by a non-healthcare provider. No additional information was obtained. There was no report of death or permanent injury associated with this event.